Event description:
It was reported that the patient with a Recharge-Free SNM IPG had their Neurostimulator and SNM Tined lead removed in (b)(6) 2026 due to ineffective therapy. The original implant was performed by Dr. (b)(6) in (b)(6) 2024. The explant was performed by their new doctor, Dr. (b)(6), in April 2026. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block D2b:Product Code - Additional product code QON.Block D10:Model Number/Catalog Number: 1201,Serial Number: (b)(6),Batch/Lot Number: AL1NC32130,Model/Catalog Description: Tined Lead Kit,Unique Identifier (UDI) #(b)(4). Block G4:Premarket / 510(k) # - Additional premarket/510(k) P190006.